Event description:
Consumer claims that, after a few uses, the brush head broke while using the sonic facial brush. The metal piece on the base of the brush scratched her face upon breaking.

Manufacturer narrative:
An engineering investigation is currently being conducted. The alleged broken device was not returned to us.